Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that door not fully latched messages, which were caused by a failed upper link switch. The upper auxiliary was replaced.

Event description:
It was reported that a device has a "door latching issue." There was no pt injury.